Event description:
On 4/1/97, a MFR sales representative was contacted with a report of a device catheter shear incident.

Manufacturer narrative:
The facility was contacted for further info and return of the device; however, the MFR's attempts to acquire additional info or the device have been unsuccessful. A review of the device history record was performed and did not identify any mfg variances in relation to this event. A trend analysis was performed on similar incidents involving this catalog and lot number and has not identified any trends. The report of a device catheter shear is inconclusive. Based on the info available and due to the unavailability of the device for analysis, no conclusion can be drawn as to the cause of this event. The facility will be notified of our review of this incident. No further info is available. The MFR is now closing its file on this event.